Event description:
The micro oscillating saw was sent for evaluation because it was spraying a black substance during a procedure. The surgical site was irrigation for precaution due to suspicion that the surgical site may have been sprayed with the black fluid. The same device was used to complete the procedure. No medical treatment was reported; no adverse event was associated with the device and there was no report of infection post operatively.

Manufacturer narrative:
Severe corrosion build-up was noted inside the front assembly of the device.